Manufacturer narrative:
(B)(4). Proposed code: mechanical (g04)- stem. D10 - medical product: catalog #: unknown, humeral stem, lot # unknown. Catalog #: unknown, distal body, lot # unknown. Catalog #: unknown, articulation kit, lot # unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a survey that the surgeon indicated that his patients have experienced unknown complications related to implant loosening and infection; there were 6 instances of this. Attempts have been made and there is no further information at this time.